Manufacturer narrative:
Concomitant product(s): a 4503m53 lead, implanted: (B)(6) 1996. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and inhibition of pacing which led to the patient experiencing syncope and asystole. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.